Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right lower lobe segment incision, on the right lower lobe vein, they installed the reload correctly, but the device did not fire, the surgeon was able to press the green button, but the handle was not able to be squeezed. They replaced with new staples to complete the case. There was no patient injury.